Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by (B)(4). A DHR review was conducted with no discrepancies noted.

Event description:
In this event a customer reported that an eddy irrigation tip broke; no injury resulted.